Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced an error e216 and an error e226 when the scope was plugged into the processor. The issue occurred during a colonoscopy. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure (scope communication error e226) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: scope error e315. Based on the results of the investigation, it is likely the following led to the malfunctions: corrosion on the endoscope connector, e226 (scope communication error occurred), corrosion visible on the base unit inside the scope connector, e315 (scope error occurred) . The events can be detected/prevented by following the instructions for use (IFU) which state: cf-hq190l/I instructions operation manual chapter 3 preparation and inspection 3.7 connection of the endoscope and ancillary equipment. Cf-hq190l/I instructions operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.